Event description:
It was reported that the patient presented to the hospital experiencing shortness of breath and fatigue. Upon interrogation the pulse generator exhibited backup vvi operation. Due the low battery voltage troubleshooting could not be performed. The device was explanted and replaced on (B)(4) 2015.

Manufacturer narrative:
(B)(4).